Event description:
During a call for therapy assistance, it was found that the home patient (hp) had connected himself to the supply line, started therapy, and then disconnected from the supply line and connected to the patient line. The hp was in initial drain at the time of the call. The technical service representative (tsr) assisted the caregiver (cg) to end therapy early and advised the cg to notify their nurse and start over with new supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. The home patient had disconnected from the supply line and connected to the patient line, which is a use error that can cause air to enter the peritoneal cavity and/or cause contamination. Use errors and proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device. This guide provides step-by-step instructions for setting up the homechoice for therapy and gives a visualization of the supply lines and patient line. The guide provides step-by-step instructions for properly connecting the patient line to the transfer set. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a supplemental report will be submitted.